Manufacturer narrative:
((B)(4). Test strips not returned for evaluation. Returned meter evaluated with defect found. On the investigation on 2/28/2017 resulted in defect found meter screen/case cracked and displays partial characters.based on the result the event was determined to be reportable. Most likely root cause is user mechanical stress. Test strips UDI#: (B)(4).

Event description:
Consumer complaint of e-0 error; invalid hematocrit. E-0 error occurred as soon as the blood was absorbed by the test strip. The error occurred with multiple test strips. During the call on (B)(6) 2016, the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. During the call on (B)(6) 2016, a blood test was performed by the customer non-fasting and produced result of 188 mg/dl. Test strip lot manufacturer's expiration date is 08/23/2017 and customer stated vial has been opened for less than four months at time of call. Adverse event not reported at time of call on (B)(6) 2016.